Manufacturer narrative:
The technician replaced the brake casters, brake steer caster and hex rod to resolve issue.

Event description:
The technician alleged the brakes are not holding when in brake mode. No pt impact.